Manufacturer narrative:
The field service engineer (fse) noted the washed portion of system check had a percent coefficient of variation (%cv) of 7.5%. The fse removed the analytical module for inspection and observed the vacuum pump was leaking fluid and ordered a replacement. The fse proactively replaced the aspirate probes, substrate probe, and peristaltic pump tubing. The fse noted bubbles forming at the top of the wash pump and disassembled the wash valve for inspection. The fse noticed the wash valve rotor had some staining and replaced the rotor, but it did not resolve bubble issue. On (B)(6) 2013, the fse replaced the vacuum pump and pump/valve manifold assembly. The fse completed a successful high sensitivity (hs) system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Rotor, valve manifold assembly. Note: the vacuum pump replacement was incidental and inconsequential to the erroneous results generated; a failure of this kind would not generate any patient results. In conclusion, hardware is the likely cause of the event. The fse observed bubbles in the wash pump and subsequently replaced the wash pump and valve assembly to resolve the issue. All related medwatch reports associated with this event: 2122870-2013-00755, 2122870-2013-00756, 2122870-2013-00757, 2122870-2013-00758.

Event description:
The customer reported erroneously elevated troponin I (access accutni) results, for four patients, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrator. The erroneous results were released out of the laboratory. As a result, the patients were admitted to the hospital based on the values. The customer stated a second collection was performed eight hours after, analyzed on the same instrument, and all four samples recovered results within the normal reference range ¿ actual values were not provided. The customer then retested the four original samples, on the same instrument, and obtained results within the normal reference range for each patient. It is unknown if any additional treatment was given to the patients. There has been no report of current patient outcome. The patients¿ samples were collected in 7 ml lithium heparin plasma tubes and processed in the primary tube. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This is report one of four referencing the first patient that was admitted to the hospital.